Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer e-mailed and stated that when he/she was brushing his/her teeth, the top of the brush head broke off while spinning in his/her mouth. No injury was reported.